Manufacturer narrative:
Through follow up, livanova was informed that the customer follows the hc ifus. However, through previous information, livanova was informed that when the device is not used it is stored full of water and h2o2 is not checked daily. This is not in compliance with the device's instructions for use: the h2o2 level must be checked daily if this is not applied, the device must be drained. Based on the above facts, the specific source of contamination for this event cannot be established and remains unknown however it cannot be ruled out that the h2o2 is still not checked daily when the device is stored full of water and this deviation could have led/contributed to the device contamination. Livanova has implemented a strategy to progressively decrease the probability of bacteria growth in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA and field action. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See intial report.

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in UK. The device has been immediately removed from use. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-coolersystem 3t was contaminated by mycobacteria chimaera. There is no patient involvement.